Manufacturer narrative:
Date sent: 05/23/2007. Broken cam. Evaluation summary: the analysis results found that one el5ml device was returned with the cam broken. The device was cycled and ejected the remaining clips due to the cam condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed. This was the initial firing. They used another like device to complete the procedure. There was no pt consequence.